Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that patient has been having shocking sensations for over 2 years now which are debilitating and put patient down on the ground. Patient would feel the pain right under the stimulator which is implanted on their left side and would feel like it was coming out of their hip bone like their hip bone was being electrocuted but in the last couple of months the pain has migrated to the right side of the body and is hitting more like the pelvic bone. It takes no less than 20 minutes for patient to recover from the shocking. The shocking is getting worse and is debilitating. Patient weighs (B)(6) so you can easily see the ins and the lead. Patient does not know if there is a lead perforating the stomach lining or what might be occurring to cause this. The patient does not want to discontinue the therapy because it is working well for them and has saved their life. Patient reported the doctor decreased the stimulation to 3 but has not done anything else to check the implanted system. The only thing that relieves the sensation I s intense heat. It occurs randomly and patient did not notice any pattern as to occurring in certain settings or positions. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.